Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of channels displayed communication error could be confirmed from error logs provided or replicated as no devices were received for investigation. Review of the suspect pcu error log identified thirty-five (35) instances of error 800.8000 (pcu15_general_os_failure) between july 2024 to october 2025. The last error recorded was observed on october 07, 2025, at 2:27 pm. A review of the suspect pump modules and syringe module error logs observed no errors related to the reported issue. On october 7, 2025, a pcu powered on was observed two (2) times without a prior record of pcu powered off, this indicates a malfunction in the system. The bd alaris user manual v9.33 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported 'channels displayed communication error' was attributed to an error code 800.8000 observed on the logs provided. The cause of the error couldn¿t be completely identified as the device was not returned for investigation, however, probable cause of the recorded error 800.8000 could be attributed to a defective pcu logic board. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channels displayed communication error and the pcu displayed system error. Pcu error logs who error code 800.8000 there was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channels displayed communication error and the pcu displayed system error. Pcu error logs who error code 800.8000, there was no patient involvement.